Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# j0427812v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported the patient had an ¿overstimulation¿ sensation when they used an electric heating pad. It was stated this happened every time the patient used it. It was noted the patient used to have their stimulation on very strong.